Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b2, b5, b6, b7, h6 (patient and device codes) additional information: investigation the following allegations have been investigated: vena cava/organ/aorta perforation, tilt, shortness of breath, fatigue, anxiety, mental anguish, stress, physical limitations, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath, fatigue, anxiety, mental anguish, stress, physical limitations, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s.

Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis (dvt)/pulmonary embolism (pe). . Patient is alleging tilt, vena cava perforation, organ perforation. Patient further alleges aorta perforation, shortness of breath, fatigue, anxiety, mental anguish, stress, physical limitations, worry. Report from computerized tomography (CT): "the apex of the ivc filter is at the upper l3 vertebral body level, 3.4 cm distal to the renal veins, tilted to the left and posterior with possible contact the vessel wall as seen on coronal sequence 601 image 68 and sagittal sequence 602 image 46. The struts of the ivc filter are at the l4 level and appear to penetrate through the wall of the vessel into the retroperitoneal fat up to 4 mm on axial sequence 3 images 189-199. "